Event description:
It was reported the patient passed away over the weekend. The reporter stated the death was not related to the patient¿s implant. Additional information received reported the patient died on (B)(6) 2013. Additional information received reported the patient committed suicide over the weekend. It was noted the manufacturing representative did not know of a connection between the death and the patient¿s devices. Additional information received reported that there was no indication the patient¿s death was device related at the time of this report.

Manufacturer narrative:
Concomitant medical products: product ID 37601, serial# (B)(4), implanted: (B)(6) 2011. Product type: implantable neurostimulator: product ID 3387s-40, lot# v668803, implanted: (B)(6) 2011. Product type: lead: product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2011. Product type: extension: product ID 37642, serial# (B)(4). Product type: programmer, patient: product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2011. Product type: extension: product ID 3387s-40, lot# v668803, implanted: (B)(6) 2011. Product type: lead: product ID 37085-40, serial# (B)(4), implanted: (B)(6) 2010. Product type: extension: product ID 37085-40, serial# (B)(4), implanted: (B)(6) 2010. Product type: extension: product ID 37642, serial# (B)(4). Product type: programmer, patient: product ID 3387s-40, lot# v460688, implanted: (B)(6) 2010. Product type: lead: product ID 3387s-40, lot# v460688, implanted: (B)(6) 2010. Product type: lead. (B)(4).